Event description:
The previous titan coloplast device was oversized by 5 cm and caused tissue damage at that time. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).